Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right ventricular (rv) and superior vena cava (svc) coils of the rv lead were exhibiting higher impedances over the past two weeks and short episodes of noise were observed. The lead was fractured and was capped and replaced. No patient complications have been reported as a result of this event.